Manufacturer narrative:
This report is being submitted as a correction to the initial report. It was determined on march 12, 2020 that two medwatch reports were submitted for the same event associated with device airsense 10, serial number: (B)(4). Complaint was initially recorded in resmed ref: (B)(4), (sr 6775444) with an aware date of jan 9, 2020. The complaint was deemed reportable and a medwatch report was filed. Resmed ref: (B)(4), (sr 6788570) was created on jan 20, 2020 to process the device return. The complaint was deemed reportable and a medwatch report was filed, manufacturer report number: 3004604967-2020-00259. Therefore, two complaints were created and reported as medwatches for the same issue. The initial medwatch report 004604967-2020-00219 was deemed as a duplicate and this supplemental report is being submitted as a correction. Please refer to report number 3004604967-2020-00259 for a detailed investigation regarding the reported event.

Event description:
It was reported to resmed that an airsense 10 device caught fire. There was no patient harm or a serious injury reported as result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an airsense 10 device caught fire. There was no patient harm or a serious injury reported as result of this incident.